Manufacturer narrative:
Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. Alarm 08 ¿ empty cartridge: your pump detected that the cartridge is empty and all deliveries have stopped. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" (specific value was not known) and was unconscious. Reportedly, the cartridge ran out of insulin and an empty cartridge alarm occurred; customer did not load a new cartridge. Customer administered a bolus via the pump to address the issue and was transported to the emergency room by emt (emergency medical technician). Customer was subsequently admitted to the intensive care unit with dka (diabetic ketoacidosis)and was treated with intravenous fluids of saline and insulin, resolving the issue. Customer still in hospital at time of report so no release date could be obtained. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.